Event description:
It was reported that the light source had a scope communication error (error code b30) ten times during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
During troubleshooting with olympus technical assistance center (tac), the customer confirmed there was no videoscope cable plugged into the video system center. The tac representative suggested that the customer try the scope with another mirrored tower to see if the issue can be reproduced. It was also suggested that the customer reseat the videoscope cables, the press "esc" to see if the error clears. Finally, the customer was advised to clean the scope's gold contacts with an alcohol prep pad and let the contacts air dry before plugging the tower back in, in the same order. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of b30 error message, loose scope socket, was not confirmed. The sticky power switch was confirmed. Based on the results of the investigation, and since the device malfunction b30 error message, loose scope socket, was not confirmed during evaluation, the definitive root cause of the reported issues could not be determined. The device malfunctioned with a sticky power switch; the definitive root cause of the reported issues could not be determined. Olympus will continue to monitor the field performance for this device.